Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient experienced both hyperglycemia and hypoglycemia due to an inaccurate delivery issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was as low as 30 mg/dl and as high as 500 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer support reviewed the basal and bolus deliveries with the reporter and determined that they were correct and as programmed. Review of potential causes for perceived inaccurate delivery and potential causes for bg issues did not identify any assignable cause. The reported issue was not resolved with trouble shooting. This complaint is being reported because the patient experienced severe hypoglycemia and hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.